Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported events. The company service representative checked all system function including vitrectomy and sound, and there was no issues. The company service representative did not experience black screens, and the event log did not show any system messages (sm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported intermittent audio issues, the screen went black after a surgical procedure and the cutter was not working. Additional information has been requested but not received at this time.